Manufacturer narrative:
The information in this event was included in the quarterly journal review conducted at the end of the q4 2018. If additional information is received, it will be provided in a follow up report. Not returned to the manufacturer.

Event description:
This pi is for patient 30 of 30, a 36 +5 head and accolade I size 5.5 127° stem were revised for "bottoming out" (defined as wear at the base of the female head taper indicating contact with the tip of the male stem taper), trunnion wear (gross trunnion failure), and disassociation. The journal of arthroplasty article "head taper corrosion causing head bottoming out and consecutive gross stem taper failure in total hip arthroplasty" indicates patient's hip was revised due to wear of the head, trunnion wear (gross trunnion failure), and disassociation. This article was included in the quarterly journal review conducted at the end of the q4 2018. Of the 30 events documented in this article, the complaint history review identified 28 unique events that were not previously reported.